Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that displayed as was "high"; although specific value was not provided; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.